Event description:
It was reported that the user received a ¿sensor unavailable¿ alert on the ilet system while using a recently placed glucose sensor and that the ilet mobile app indicated active pairing with the cgm, with the pump showing a spinning status indicator. Symptoms included temporary unavailability of glucose data. Outcomes included disruption of automated insulin dosing due to loss of cgm signal. Investigation included user troubleshooting and education to rescan the sensor through the ilet mobile app. Investigation of this case revealed that the cgm-to-ilet communication was interrupted and that the device displayed an in-progress connection status. It was concluded that the event was due to intermittent cgm signal loss, and the user was instructed on reconnecting procedures with guidance to call back if readings did not resume.